Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is green due to r-unit (charged coupled device) and the fibre bonding in the outer tube area (distal end) is damaged/the r-unit is broken due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited the fiber bonding in the outer tube area (distal end) is damaged, the r-unit (charged coupled device) is broken image is green occurred. There was no patient involvement.